Manufacturer narrative:
The device was evaluated and found to be within specification. A DHR review was conducted with no discrepancies noted. Also, retain product was evaluated and found to be within specification.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a comfit super sensitive ear loop white mask, the mask area was itchy and very sensitive. It was stated that everything was ok and that she did not want to provide any additional information.